Event description:
It was reported that the embolization coil was used as the second coil to treat an aneurysm in the internal iliac artery (iia). The coil encountered resistance and unintentionally detached when attempted to pull back. The coil and microcatheter were successfully removed. A new coil was used with the same microcatheter to completed the procedure. There was no report of harm or injury to the patient.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.